Event description:
A pt reported experiencing inaccurate low results with a fasttake meter.the pt's blood glucose was 37mg/dl. The reading that this was compared to is unknown. Test was within 10 minutes with a greater than 20% difference. Pt did not experience any adverse events. No further info has been reported.